Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Investigation was unable to determine which lead was at fault. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149744.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.